Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis, shock, and other indications. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.